Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had lumbar spinal surgery two weeks ago in their lower back by where the lead was located. It was a revision plus additional fusion. They had several incisions in their back. The spinal surgery was major. Patient has had a return of symptoms. Patient was going to the bathroom 5-6 times at night which was not the case before. The therapy was helping a lot with that and now they were doing the stuff they were doing before. The issue started a couple weeks ago, maybe not even two weeks ago. Patient was in the hospital until the 16th of august. Normally they could feel the stimulation and stuff. Patient increased the stimulation and still didn't feel anything. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.